Manufacturer narrative:
A correlation between the left ventricular assist system (lvas) and the reported lactate dehydrogenase (ldh) elevation could not be conclusively determined through this evaluation. Review of the submitted log file showed normal device operation with no atypical events captured. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 6 days.  Additional information was requested, but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was having a rise in lactate dehydrogenase (ldh). Additional information was requested, but was not provided.